Event description:
It was reported that log files were sent due to consistent low flows. The log file captured intermittent low flow events on 08mar2026 and 09mar2026. These occurred at times when the pulsatility index (pi) was elevated. Additional information was received that the cause of the low flows was likely from suction/ low preload, rather than right ventricular failure. The patient was given 10mg of hydralazine, gentle IV hydration, and diuretics were held. It was noted that the mean arterial pressure was 109.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.